Event description:
Device malfunction: knot lock. Symptoms/ae: occlusion, stenosis, leg pain and lost of distal pulses. Time of symptoms/ae and malfunction: during and after vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, the physician could not push the knot forward to the arterial surface. Hemostasis was achieved with manual compression. Reportedly, the pt complained of leg pain and loss of distal pulses was noted after manual compression. A total occlusion of the superficial femoral artery and stenosis of the common femoral artery were found. Percutaneous transluminal angioplasty (pta) was performed and a severe acute thrombus was found and treated with urokinase. The physician reported he does not feel the proglide is a direct cause of the event as there were no materials left at the access site; the suture was removed after the knot lock. Additionally, the pt has peripheral disease at the access site. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.